Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl and it was addressed with a bolus. Reportedly, the customer ate food and did not bolus for the meal.